Event description:
Approximately four months after the index procedure, one of two vessels treated was treated again with a cutting balloon and a cypher stent. Pci was performed on this patient who presented urgent treatment due to unstable angina, 60% lvef and 2-vessel disease. Pre-procedure medications included aspirin, beta-blockers, low-molecular weight heparin (lovenox), statins and ace inhibitors. Intra-procedure medications included thrombin inhibitors (angiomax). Pci was first performed on a 70% de novo lesion in the mid left anterior descending aretery of 18mm in length in a 3.0mm vessel diameter. There was little to no calcification present. The lesion was pre-dilated before deploying one 3.0x18mm cypher stent at unknown atm. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Pci was performed next on an 80% de novo lesion in the distal right coronary artery of 23mm in length in a 2.5mm vessel diameter. There was little to no calcification present. Direct stenting was performed with a 2.5x23mm cypher stent are unknown atm. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. There were no procedural complications. Post-procedure medications included aspirin, beta-blockers, statins, plavix (for nine months) and ace inhibitors. Approximately four months later, a lesion in the mid right coronary artery was treated with a cutting balloon and a cypher stent. This was noted as related to the lesion treated during the index procedure. In addition, three months after this second treatment, a de nov lesion in the distal right coronary artery was treated with a cutting balloon and a cypher stent. This was noted as not related to the index procedure. Additional details have been requested. This product is not available for testing and evaluation.